Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed his/her infusion set, in the middle of the night, due to a low reservoir alarm. The customer's blood glucose level was 308 mg/dl. He/she received a no delivery alarm every time the customer attempted to bolus. The customer also received a training exit fail alarm. When the customer removed the cannula, he/she noticed it was bent. The product was not returned. Nothing further to report.